Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the ipp was not working as it did not inflate leading to the procedure. The patient did not experience any adverse events and was expected to have a full recovery following the procedure.